Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported phone call that the insulin pump alarm sensor error. Customer's blood glucose at time incident was unknown. Customer stated the alarm occurred during initialization. The customer was explained that sensor require more time to stabilized. The customer stated that she will monitor pump and will call back. The customer reported phone call that they had calibration error. Customer's blood glucose at time incident was 184 mg/dl. Customer is not experiencing intermittent calibration error alert, this is a previous event. The customer reported via phone call indicating that they had sensor glucose versus blood glucose value differences. The customer was advised sensor glucose and blood glucose meter readings will be close, but rarely match due to glucose travels in the body. The customer was advised there may be larger differences after meals. The current blood glucose value is 48 mg/dl. The current sensor glucose is 84.